Event description:
A trifecta valve was explanted due to aortic insufficiency and a "tire" was observed on the cusp. A non-sjm valve was implanted in its place.

Manufacturer narrative:
Gtin - unknown as the lot and serial numbers were not provided. Device history record - unable to review as the lot and serial numbers were not provided.